Manufacturer narrative:
(3331/213) a review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests. These tests include a 100% visual inspection. (67) no conclusion can be drawn since the defective portion of the product was not returned for examination. However, the conducted investigation suggests that the product was not defective at the time of manufacturing. Please note that, due to their intrinsic weaving pattern, woven grafts are prone to fraying. As indicated in the product instructions for use, a low-temperature disposable cautery should be used to minimize fraying when cutting this graft.

Manufacturer narrative:
Device is not accessible for testing. A review of the complaint device history records is ongoing, results are pending. The review of post-marketing historical data indicated that no other similar complaint was reported for the same lot number. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported that the graft had thread unraveling on its end. The surgeon cut the clean area and used the graft. No patient injury.